Event description:
"Harris-kronner uterine manipulator lot: 047045; expiry: 2016 07. Inserted and balloon inflated as per manufactory direction. When being used appropriately, the portion inserted into the uterine cavity snapped at the spring join. The fault was immediately identified and the fragment was retrieved with the scrub nurse, surgeon and assistant were confident all pieces were retrieved." (B)(4).

Manufacturer narrative:
The complaint concerning the reported event cannot be verified as the affected sample will not be returned for investigative analysis. However, if in the future the sample is returned, this complaint investigation maybe reopened for continued investigative analysis. The humi-harris uterine manipulator, product number 6001 is manufactured by an outside vendor as an OEM product for cooper surgical. The vendor was contacted and made aware of the reported complaint and verified that their process was unchanged and claimed that they were assured that their process could not produce a condition as the one reported. A lot DHR review was performed and did not reveal any abnormality. The type of reported complaint will be monitored for trending, previously reported complaints that reported a broken or damaged device indicated that the most likely root cause could be attributed to improper manner of use.